Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced an issue with one infusion set cannula being bent. The event date was (B)(6) 2024. The patient noticed symptoms 3 or more hours after insertion. The infusion set was in use for 8 hours and was inserted in the abdomen. The patient regularly rotates site locations, and the site area was not impacted. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.